Manufacturer narrative:
The associated devices, used in treatment, were not returned, thus visual inspection could not be performed. A review of the device history records could not be performed due to no device batch information being provided. There is no evidence to suggest the devices failed to meet specifications. A complaint history review found related failures; this failure mode will be trended by post market surveillance to assess for any necessary corrective actions. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device to prevent future reoccurrence of the reported event. The medical investigation concluded that, without the requested clinical information, a thorough investigation cannot be rendered. However, since it was reported the patient's dvt was resolved with medication, no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No further actions are being taken at this time.

Event description:
It was reported that the patient was hospitalized due to a deep vein thrombosis. The event was resolved via medication.